Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction and did not cause a serious event.

Event description:
Additional information received noted that there was no malfunction on the pacemaker, it was explanted and replaced due to normal battery depletion.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. The device was received with normal telemetry communication. Visual inspection of the epoxy header was performed, indicating an unusual appearance of the epoxy. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device longevity assessment found the device was operating at the elective replacement indicator (eri) voltage consistent with normal usage. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
This report is to advise of an event observed during analysis.

Event description:
It was reported via product receipt that the patient presented in-clinic for a pacemaker changeout procedure due to unspecified malfunction. As a resolution the pacemaker was explanted and replaced. There were no patient complications.